Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0yxy3, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
The manufacturing representative reported the lead was fractured between tined markers and remained in the patient. The lead was explanted, discarded, and replaced with another lead. Symptoms included a loss of therapeutic effect and there were multiple programming changes made as a result. Outcome remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.